Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was asked to check the gasket on the system leak fitting and double check connecting made during the blower replacement. It was determined that a leak was in the gas outlet port back to the flow assembly. The fse went on site and found that the wrong adapter to the gas outlet port caused the system leak during testing. The customer was shown the proper way to perform testing and the device passed leak testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that following a blower replacement, the device would not build pressure for leak testing. There was no patient involvement.